Event description:
Information received by medtronic indicated that the customer reported that the insulin pump had a insulin flow block alert and rejects new batteries and sometimes doesn't give the full amount of bolus. Troubleshooting was not performed and no further information was provided. No harm requiring medical intervention was reported. It was unknown whether the customer continued to use the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump¿s history and trace files downloaded successfully using thus software. Unit passed the self test, displacement test, rewind test, active current measurement, sleep current measurement, prime/seating test, basic occlusion test, force sensor test and occlusion test. Bolus was programed at 3.0u and delivered. No unexpected bolus stopped alarm noted during testing. In addition, a bolus was programed and was delivered and recorded in pump's daily history on (B)(6) 2023 at 04:28:37.000. No unexpected insulin flow blocked alarms noted during testing. However, no delivery alarms noted in the pump history on (B)(6) 2023 at 03:37:02.000 and at 03:37:17.000 during basal. No motor alarms noted in the pump history or long trace files or during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery alarms noted during testing however, noted in the pump history/trace files. On (B)(6) 2023 at 16:16:42000. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor. Force sensor was measured and is within spec (23.8mv at zero offset). The motor was tested outside of the device on the ngp stb3 and passed. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, missing display window/cover, cracked keypad overlay, and keypad overlay texture damage. Alleged insulin flow block alarms and bolus stopped alarms not confirmed during testing. Alleged failed battery alarms not confirmed during testing or in the power management graph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.